Event description:
Bd nexiva 22 gauge; IV catheters with lot #5003783 causing needle sticks. We have had over 6 IV sticks with no "flash" causing unnecessary trauma and needle sticks. Again, this needs to be reported to the manufacturer. Nurses started reporting that they were having to use multiple sticks because they were not getting the flash of blood they need to make sure it is in the vein. Over the next several days nurses reported that this was an intermittent problem with a total of 10 not flashing. It was also happening with all of the nurses including those with many years of service. Manufacturer: bd nexiva, model: nexiva IV catheter, lot: 5003783, brand name: bd nexiva, description of device: 22 ga x 1.00in (0.9x25mm), supplier: (B)(4). Manufacturer response for IV catheter, nexiva IV catheter (per site reporter). Offered to replace product but no other actions.